Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time, causing the customer to experience an elevated blood glucose (bg) level of 305 mg/dl. The customer administered a correction injection to address the elevated bg and declined assistance from tandem technical support regarding the loss of connection. No additional patient or event information was available.